Event description:
The customer initially reported that their device was showing only the charge-pak icon. After an evaluation of the device by physio-control, it was observed that the internal hlc batteries were depleted to a point where the device could not stay powered on to deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl10 from the analog pcb assembly.